Manufacturer narrative:
(B)(4). Eval: incomplete firing cycle, washer uncut. Additional information was requested and the following was obtained: what degree of hemorrhoids did the patient have? How much blood was loss (ml)? Did the patient require a blood transfusion? It was a 3rd degree hemorrhoid approx 50ml blood loss transfusion was not required. The analysis results found that the pph03 device arrived in good visual condition void of staples and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. In addition if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a hemorrhoidopexy procedure, while firing the device, the stapler did cut the tissue but could not staple, due to which the patient had lot of bleeding. The surgeon had to hand sew the tissue using suture. Delay of thirty minutes.